Event description:
Related manufacture reference number: 2017865-2023-21423. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker was difficult to position. During repositioning, the patient experience discomfort. Cardiac perforation, cardiac effusion, and low blood pressure was noted. Pericardiocentesis was performed and the patient stabilized. The leadless pacemaker was not implanted on (B)(6) 2023. The patient is recovering from procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.